Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple minor kinks along the hypotube. Microscopic examination revealed that the guidewire lumen is prolapsed and there is a hole in the guidewire lumen 47m from the tip. The hole appears to be consistent with a guidewire puncturing it. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. A .014 test guide wire was advanced into the guidewire lumen and was unable to pass the hole in the guidewire lumen at the prolapsed section. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 04-jan-2019. It was reported that loading difficulties were encountered. The target lesion was located in a coronary artery. A 20mm x 3.50mm nc quantum apex and a 2.50mm x 12mm emerge balloon catheters were selected for use; however, both devices could not be loaded over the wire. The procedure was completed with a non-bsc device. No patient complications were reported since the devices did not enter the patient's body. However, returned device analysis revealed hole in shaft material.